Event description:
During a cardiopulmonary bypass procedure, the central control monitor of the heart lung console went blank. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.